Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose levels. The patient alleged that her infusion tubing was kinked, which led to high blood glucose levels. The patient attempted to self-treat with boluses, however her blood glucose levels were not decreasing. The customer was transported to the local healthcare clinic by her partner. The clinic treated the patient with an insulin drip. The blood glucose levels obtained at the clinic were not provided. The patient was then transported from the clinic by ambulance to the nearest hospital. At the hospital the patient was treated with an insulin drip. The blood glucose results obtained at the hospital were not provided. The patient was admitted into the hospital overnight and was discharged on (B)(6) 2018. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.